Manufacturer narrative:
H6: additional health effect clinical codes that were omitted due to system limitations 1849 - fatigue. 4577 - swelling/ edema. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was presented with driveline drainage, hypotension, and af rvr. Blood cultures were taken and tested positive for cutibacterium acnes. Driveline cultures were also taken but tested negative. Patient was treated with IV vanc/cefepime then transitioned to keflex. It was later reported by the vad coordinator that infection remained unresolved after treatment, and that the patient would be continued on antibiotics and daily gauze dressing. It was also later reported that the patient experienced fatigue, shortness of breath, edema, paroxysmal nocturnal dyspnea (pnd), and orthopnea. The patient was never implanted with an ICD prior to vad therapy. It was also later reported that the af rvr was resolved. Treatment of the af rvr and infection was continued and blood pressure medicine continued to be held.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-038602, and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket) and cardiac arrhythmia, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and arrhythmia as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrections: h6. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient was cardioverted via direct current cardioversion (dccv) to sinus rhythm. A transthoracic echocardiogram (tte) was performed that showed ejection fraction at 10-15%, a dilated left ventricle, moderately reduced right ventricular systolic function, severe biatrial enlargement, mild aortic insufficiency, mild to moderate mitral regurgitation, and mild tricuspid regurgitation. It was noted the patient was noncompliant with office visits. The patient did not have a pre-existing history of arrhythmia and was not implanted with an implantable cardioverter defibrillator (ICD) prior to vad therapy.

Event description:
It was later reported on (B)(6) 2025 that the right heart failure, ar, mr, and tr all existed prior to lvad implantation, and were not caused by device related issues.

Manufacturer narrative:
Corrections: b5. No further information was received. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reports of reduced rv systolic function, aortic insufficiency, mitral regurgitation, and tricuspid regurgitation; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket), cardiac arrhythmia, and right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿, lists infection and arrhythmia as potential late postimplant complications. This section (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.